Event description:
It was reported that prior to sterilization at the user facility the device had blue color coding partly flaking off. As there was no associated procedure, there was no patient involvement, no surgical delay, no medical intervention and no adverse consequences reported with this event.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed and to provide additional information found during the service evaluation. The stryker service technician visually confirmed the foot was broken.

Event description:
It was reported that prior to sterilization at the user facility the device had blue color coding partly flaking off. As there was no associated procedure, there was no patient involvement, no surgical delay, no medical intervention and no adverse consequences reported with this event. Additionally, it was reported that during testing conducted at the manufacturer facility the foot of the device was found to be broken. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.